Event description:
It was reported that the patient presented to the surgery center lab for an lv lead revision. No capture was seen at max outputs during a routine office visit. No other abnormal measurements; normal impedance. The lv lead was confirmed to be dislodged using fluoroscopy at the beginning of the case. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing was normal. The s-curve was measured to be within specification.